Manufacturer narrative:
A3b.): patient's gender unk. D4): device lot number, expiration date, serial number, UDI unk. H3): the device was discarded; thus no device evaluation could be completed. H4): device manufacture date unk because lot number unk h6): perforation of vessels is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to fracture. A spectranetics lld ez lead locking device (lld ez) was inserted into the rv lead to provide traction, but due to the fractured lead, could not advance to the lead tip. Due to the ra lead being fractured at the access site, a cook medical bulldog lead extender was used on the ra lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath and a spectranetics medium visisheath dilator sheath, advancement could made to just past the clavicle when progress stalled. Several attempts were made to advance further, but the devices had not reached the superior vena cava (svc) region when the patient's blood pressure dropped. Rescue efforts began immediately, first with medication which somewhat stabilized the blood pressure, and rescue balloon. The glidelight was left in place within the innominate vein, as there was concern that it could be occluding a perforation in the area. Then, the balloon was deflated and the patient was assessed, with no drop in blood pressure. A venogram was attempted from the left arm to identify the location of the perforation, but the glidelight blocked the contrast flow. Before removing the glidelight, the balloon was staged from the pocket to be inflated when the glidelight was removed. Upon glidelight removal, there was a small drop in blood pressure, and the balloon was inflated for 5 minutes. With the patient's blood pressure stable, the balloon was deflated. Another venogram was done and a small area of possible bleeding was detected in the innominate region, with an innominate perforation suspected the balloon was inflated again for 5 minutes then deflated, with the blood pressure remaining stable. At that time, the decision was made to abandon the leads and postpone re-implantation of new leads until the patient was confirmed stable. The ra lead was cut and capped. Attempts were made to unlock the lld from the rv lead but were unsuccessful, so the rv lead/lld ez were cut and capped, and remained in the patient (MDR #3007284006-2024-00131). This report captures the 14f glidelight in use when the suspected perforation occurred, requiring intervention. There was no alleged malfunction of the glidelight during the procedure.